Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small became damaged and was "pulling in air." The sheath was replaced and the issue was resolved and the case was completed. Additional information was received on the event. The hemostatic valve separated. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The device evaluation was completed on 19-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small became damaged and was "pulling in air." The sheath was replaced and the issue was resolved and the case was completed. Additional information was received on the event. The hemostatic valve separated. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Blood was observed and the patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that the shaft was broken near the handle and the brim cap, silicon ring, and hemostatic valve were found in good normal condition on the carto vizigo sheath. The sheath was connected to the syringe with water and the device was found leaking water from the shaft broken near the handle. At this time is not possible to determine the root cause of this condition. However, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. The root cause of the difficulty to insert the ablation catheter into the sheath could be related to the shaft broken near the handle. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Product analysis lab observed ¿broken shaft (close to handle)¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).